Event description:
Device malfunction: difficult to deploy - thumb advancer, difficult to remove, failure to retract - locator wings. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se devic attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, resistance was felt during thumb advancer deployment. After deploying the clip, the locator wings did not retract as expected. A dilator was inserted into the access ports unlocking the thumb advancer; it is unk if the thumb advancer was retracted proximally. The safety release slider was activated. Counter-traction with an assertive pull was applied to remove the device. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.